Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event. During fluid path testing a bent needle tip was observed indicating a damaged hard cannula. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.4. Hardware: iphone17.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports the pod was leaking during wear. The patient reports the pods adhesive failed to adhere. As treatment, the patient applied a new pod.